Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. An issue has been identified at one of our sites in (B) (6), the adelaide radiotherapy ctr the issue is that the pvdg has crashed 3-4 times since the installation of the artiste and syngo rt therapist, an a syngo rt therapist assist. Corrective action is pending final investigation. No info was reported that suggests that a mistreatment of serious injury has occurred. Preliminary risk assessment is documented in.

Manufacturer narrative:
Severity: 3 (critical). Case 1: assessment 3 - critical - if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Case 2: assessment 1 (negligible) - if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore negligible). Probability: c (remote). Case 1: c (remote) - reason: probably will not occur for more than one fraction. Case 2: c (remote) - reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. No other products are concerned.